Event description:
I got tested for corona virus yesterday with the nose swab thing, and since then I have been experiencing acute sinus pain from my left nostril to my left ear in a way that I can only describe as like having a pencil stuck in my head. I haven't been able to figure out if other people have experienced this. FDA safety report ID# (B)(4).